Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 10, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was identified as sn (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 2, 2023, additional information was received indicating the patient experienced capsular contracture baker grade 4. The impacted product information has been populated into the appropriate fields. The replacement device was identified as a mentor gel breast implant (serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced unspecified complications post-operatively. As a result, the patient underwent removal on (B)(6), 2023. Both device serial numbers were reported, but it is unknown which is the impacted product. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device 9536112 number, and no non-conformances were identified. Manufacturing date: feb/02/2021. Expiration date: jan/31/2026 a manufacturing record evaluation was performed for the finished device 7730385 number, and no non-conformances were identified. Manufacturing date: may/29/2019 expiration date: may/26/2024. Reason for device explant and/or reoperation: unknown. (B)(4).